Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Product has been provided for evaluation. A follow-up will be submitted upon completion of device investigation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned on 04/16/2018 for evaluation. The device was visually inspected, and no defect was found. Performed voltage test and passed. Performed a pairing test and passed. Performed transmitter functional testing and passed. Performed share log review and device failed loss of connection found in log. The reported event of a loss of connection was confirmed. The root cause was determined to be no communication